Event description:
After induction of general anesthesia, leak noted within breathing circuit. Unable to maintain adequate pressure to ventilate patient. Leak located under the area of the anesthesia machine where o2 monitor and "pop off" valve are located. It appeared tube had popped off, but crna was unable to reattach. Crna had to physically put her finger over the place where tube had broken off in order to ventilate. Anesthesia tech was called to or stat. He determined that tubing had not popped off but had actually broken off and part was still attached. Tech needed to use hemostats to remove broken piece of tube so that we could reattach and ventilate patient. What was the original intended procedure?unknown to reporterdevice #1is this a laboratory device or laboratory test?no